Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they does allege pump was under delivering. The customer¿s blood glucose level was 200 mg/dl. Customer's current blood glucose is 195 mg/dl. Customer states that they experienced high blood glucose. The customer was treated with syringes. Customer reports that insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.